Event description:
It was reported that there was a primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the top and bottom cases are in excellent condition with no visible contamination. However, the right plunger case was cracked. During power up and infusion / occlusion testing, the reported problem could not be duplicated. The root cause of the issue could not be determined as there was no external damage or contamination to interconnect board or speaker. Glue was intact on interconnect flex cable j9 connector. Replaced speaker as preventive measure. Power up process and all the functional tests passed. A corrective and preventative action has been opened to address the reported issue.